Event description:
It was reported that froze on wire occurred. After a non-boston scientific (bsc) guidewire crossed the lesion, a 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the inflation at 23 atmospheres, the balloon got stuck with the guidewire. The device was removed as one unit and the procedure was completed with a different device without any patient complications reported. The patient was in good condition post-procedure.